Event description:
Per the info provided to co by the physician's office, the device was removed due to a "defective pump." As reported to co. The pump was removed and replaced, while the rest of the device was left in place.